Manufacturer narrative:
Findings: insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Low battery alarms at the long trace history file and an abnormal loaded voltage (loaded vlith) at the power graph due to connector resistance. After disconnecting and reconnecting the internal battery connector on, pump was monitored and functioned properly. No unexpected power error alarms noted during testing or located in the formatted history and long trace files. Insulin pump received with scratched case, case cracked behind the pump near the battery compartment, cracked battery tube threads, serial number and end cap address label fading, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed power error detected. The customer's blood glucose level was 174mg/dl at the time of the incident. The insulin pump will be returned for analysis.